Manufacturer narrative:
A visual inspection of the returned devices confirmed the stated failure mode. The coating on the posterior arms is flaking off. The devices were manufactured in 2010 and exhibits signs of extensive wear/usage. This failure mode has been previously identified. Since the manufacturing of the complaint devices, changes have been implemented to reduce the occurrence of this failure. These devices were manufactured prior to the implementation of those changes. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that upon implanting the femur on the left side of a bilateral knee replacement the instrument became broken. The plastic coating on the hook section split off & fell into the patients incision. The surgeon complained & removed the plastic. A replacement part was ordered after apologies given. I had seen the instrument prior to use & it appeared in good order. The scrub staff also confirmed that the instrument appeared in good order prior to use. The when the right side knee instruments were opened, the same instrument on the next set up appeared to be faulty with a section of plastic coating missing, this was noticed prior to use & rectified before use. Also another replacement has been requested. I have asked for these 2 instruments be removed from circulation & replaced with new.